Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, yes/bent shaft; clip in jaw, yes; clip stack pressure, good; clip staging, good; clip track location, good; condition of cartridge cover tabs, good and total # clips remaining, 8. Functional tests & results: anti-backup functional, yes; clip form properly, yes; clip feed properly, yes; cycle applier, yes and lockout functional, yes. Analysis conclusion: based upon inquiry info received, visual examination and functional test, it was concluded that applier was conforming with regard to clips feeding and forming, applier was received with shaft bent downward. Applier was cycled, fed, and formed remaining 20 clips within design specification and without incident. It was concluded that applier was conforming to design specifications. No conclusion could be reached on how shaft had become bent. Each instrument is evaluated during assembly process to ensure that it functions properly. Applier shaft may become bent if pressure is applied to front of shaft assembly.

Event description:
It was reported the mcl20, mcm20 and prw35 were used during a radical cystectomy and ileal conduit. It was reported the surgeon was firing the clips along the peripheral tissue and noticed oozing after a short amount of time. The clips appeared to be firing fine. This happened with two mcl20 devices and one mcm20. A ussc surgiclip was opened to complete the procedure. The prw35 jammed. There was no consequence to the pt.